Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringes 3ml ll 25ga 1in std marking bns experienced a breach in sterility which was noted prior to use. The following information was provided by the initial reporter: material no: 301072 batch no: 9148704. Event description: there is a safety high risk on the handling of this material due the condition material is being reported. Needles of the package are coming exposed (loosing the cap) and getting thru the bag.

Event description:
It was reported that an unspecified number of syringes 3ml ll 25ga 1in std marking bns experiencd a breach in sterility which was noted prior to use. The following information was provided by the initial reporter: material no: 301072 batch no: 9148704. Event description: there is a safety high risk on the handling of this material due the condition material is being reported. Needles of the package are coming exposed (loosing the cap) and getting thru the bag.

Manufacturer narrative:
H.6. Investigation: two photos of 3ml syringe with needles attached were received and evaluated. One photo displayed a bag of an unknown amount of syringes with unshielded cannulas protruding through the bag. One photo displayed three loose 3ml syringes with two of the syringes having unshielded cannulas. The missing shield was rejectable per product specification. Potential root cause for the missing shield defect is associated with the defective material from the supplier. The needle assembly was most likely received with a loose shield that fell off in the bag. Controls in place include containment at the needle bowl and needle nest as well as hourly inspections for loose and/or unshielded needles. (B)(4). No corrective actions are necessary based on the defective rate identified. Batch 9148704 is considered in compliance with our product specification requirements. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.